Manufacturer narrative:
H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vicmo12.1, -7.5 diopter, implantable collamer lens into the patient's left eye (os) on (B)(6) 2023. The lens was explanted due to elevated iop (30mmhg) without pupil block and angle closure(assesed on 26/oct/2023) on (B)(6) 2023. This resolved the problem. Cause of the event is reported as unknown.